Event description:
A hospital in (B)(6) reported that two rt240 adult dual heated breathing circuits failed the cycle test on a ventilator and leaked. The hospital stated that both circuits were used on the same pt but no pt consequence was reported.

Manufacturer narrative:
(B)(4). The returned breathing circuits were visually inspected for holes or other damage. Results: one breathing circuit was from lot number 100121 while the other circuit's lot number was not provided. A puncture was observed in the expiratory evaqua limbs of both breathing circuits. The lacerated edge of the hole in each of the devices indicate that the evaqua limbs were punctured externally with a blunt object. A lot check revealed no other complaints of this nature for lot number 100121. Conclusion: all circuits are pressure tested before they are allowed to leave the production line and any circuits that fail are rejected. This suggests that the breathing circuits were damaged post-production. Based on our inspection of the complaint breathing circuits, it is likely that blunt force was applied to the circuits during use. The user instructions supplied with the rt240 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt" and "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." (B)(4).